Event description:
It is reported that the surgeon performed a total hip replacement surgery 4 years ago and it was successful. One month ago the patient complained about groin pain and x-rays showed that the prosthesis was broken.

Manufacturer narrative:
Evaluation summary: the device was in-vivo approximately 4.5 years before the alleged event of the stem fracture occurred. The mating components and orientation are unknown. The surgical notes are unavailable, and it is unknown if the components were implanted as per the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. Based on the available information, the probable cause of the femoral stem fracture cannot be determined due to insufficient information. No product was returned. Review of the device history records confirm that the device was manufactured, inspected, packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late. This device is not sold in the u.s.